Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mmx20mm nc emerge balloon catheter was advanced for pre-dilation. However, on the 2nd inflation, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.